Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2012; c2tr01 device, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited an outer insulation breach and a lead insulation repair sleeve was placed on the lv lead at the lead pin to lead body juncture. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.